Manufacturer narrative:
One sample model 2232-0007 lot unknown was returned for investigation. The sets were examined for defects and abnormalities. A cut in the tubing was found below the alaris pump clamp. No other defects or abnormalities were observed. The set was attached to an IV bag filled with water and a leak was observed coming from the cut. The customer complaint that there was a leak was confirmed. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the damage in the tubing reported by the customer could not be replicated in the production process and no opportunities were found in the manufacturing of the model and affected tubing. Additionally, based on the photo provided by the vh dchu and customer words it seems that the damage was created during the use, due to this, the failure mode was not found to be related to the tijuana manufacturing process. No corrective or preventive actions were taken for this complaint because the potential root cause was not found to be related to the tijuana manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Event description:
It was reported that the bd alaris¿ lvp gem v/nv 20d 0.2 fltr tubing had foreign matter that was found. The following information was provided by the initial reporter: " lot : (10) 21125446. Patient's medication spiked with tubing. This rn noted a hair to be stuck in the tubing near the vent door. Tubing removed and new tubing used for medication. Lot: unknown. Rn assessing the line and noticed a puddle of lipids on the equipment as well as on the IV pole. I checked the connections and then opened the door to the chamber and there was a hole in the tubing that was spraying lipids everywhere."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.